Event description:
Sixty days after implantation of a 2.5x16 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the posterior descending artery (pda). A pre-intervention stenosis of 80% was reported. It was also reported that a 100% stenotic lesion with timi grade 0 flow was noted in the posterolateral artery. Both vessels were pre-dilated with 2.5x15 mm maverick kissing balloons. Subsequently, 2.5x16mm taxus stents were deployed in both vessels "in a v stent fashion." Post-intervention stenosis of 0% in the pda and 90% stenosis (within a previously placed stent), with timi grade iii flow in the posterolateral artery were reported. This area was dialted with a nc stormer balloon. No information concerning lesion calcification or vessel tortuosity was reported. The patient's condition was not reported. The patient presented 60 days after the initial procedure with a 95% in-stent re-stenosis in the pda. Percutaneous transluminal coronary angioplasty (ptca) was performed. A 2.5x20 mm taxus stent was deployed followed by post-dilation with a quantum balloon. A post-intervention stenosis of 0% was reported. The patients condition was not reported.